Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. H6: codes b17, c20, and d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that as the navigation drill was used to make pilot holes, when the burr was fully buried, the site would save projections. When they used a new instrument in the pilot hole, the instrument itself showed to be 2-3 mm from the saved projection. The drill showed to be superior to all other instruments. The medtronic representative (rep) noted the drill was verified to not have issues at the start of the procedure. There was no geometry error preventing it from verifying. There was no delay in the length of the procedure and no impact on patient outcome.